Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had 2 uti's since the device was implanted. Patient said that they had a slight problem with a possible infection and their doctor gave them antibiotics which cleaned up the uti. Patient also said that there was a period of time where they didn't have a uti and the therapy was working properly, but they still had occurrences at night like one or two. Patient mentioned that they were having some pains and didn't know if that had to do with the device or not, so they called their doctor to see if it was the lead migration, but their doctor said no. The patient was redirected to their healthcare provider (hcp) to further address the issue.